Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer's bg tended to decrease at night. Juice and glucose tabs were consumed to treat bg level.